Event description:
This is a report from a nurse in the USA of gi (gastro intestinal) issues (unspecified), patient contamination, peritonitis with culture positive for lactobacillus fermentum, peritoneal dialysis (pd) catheter culture positive for candida glabrata, and death due to sepsis related cardiac arrest in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies (doses, frequencies and lot numbers not reported) intraperitoneally (ip) for pd therapy. During a call with baxter customer service, the following was reported by the patient's peritoneal dialysis nurse (pdn). On (B)(6) 2012, the patient experienced peritonitis. On an unreported date, the pdn stated the patient caused a touch contamination (details not provided) which resulted in peritonitis. On (B)(6) 2012, the patient was hospitalized for the peritonitis. On an unreported date, the patient started treatment with vancomycin ip, oral cipro and oral zosyn therapies (doses, frequencies, durations and lots not reported). On (B)(6) 2012, the patient was discharged from the hospital. Per the pdn on an unreported date, the patient again had a touch contamination (details not provided) and the peritonitis reoccurred. On (B)(6) 2012, the patient was re-hospitalized for the peritonitis. The patient was again treated with vancomycin, cipro and zosyn therapies (doses, frequencies, durations and lots not reported). Per the pdn, the patient was not retrained on aseptic technique. On (B)(6) 2012, the patient's pd catheter was removed and the dianeal therapy was withdrawn. On (B)(6) 2012, the patient was put on hemodialysis. On an unreported date, the patient experienced sepsis. Treatment was not reported. Concomitant medications were not reported. Per the pdn, on (B)(6) 2012, the patient died in hospital due to sepsis related cardiac arrest. It was unknown if an autopsy was performed. The pdn confirmed the events of pd catheter culture positive for candida glabrata, contamination by the patient, the peritonitis with culture positive for lactobacillus fermentum, and patient death due to cardiac arrest related to sepsis were not related to a baxter device or solution.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. This complaint is for a report of a use error - breach in aseptic technique, serious injury and patient death. The complaint is confirmed because the nurse reported a break in aseptic technique described as the patient caused touch contaminations. The assignable cause for the breaks in aseptic technique and touch contaminations was not determined. A labeling review was performed which found the labeling adequate for the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.